Event description:
Information received regarding the explanted device notes that capture thresholds varied between 2.0 v, 0.4 ms and 3.5 v, 0.4 ms. Sensing thresholds varied between 3.0 mv and 8.0 mv. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received